Event description:
It was reported that insulin pump has a crack in it and there is fluid under the lcd display. Customer's blood glucose reading was 150 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked display window, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.